Event description:
It was reported that the pt is (B)(6) and bilaterally implanted. The pt's parents realized recently that the left implant is not functional. On applying a new audio processor, the situation remained the same. No accidents or impact were reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.